Event description:
It was reported that the pt had increased tone for an extended period of time due to transition from out of state to the hospital. The pt was being managed on oral baclofen for "some time". The pt's pump was replaced to avoid in vivo battery depletion, and the catheter was replaced due to a break in the catheter at the spinal entry site. The medication being delivered via the device was lioresal. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.